Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. H3 other text : see h.10.

Event description:
It was reported that an unspecified bd optima had a loose connector during use. The following was reported by the initial reporter: "it was reported that cadd pump tubing got disconnected from the phaseal connection and the patient was bleeding. Verbatim: cadd pump tubing got disconnected from the phaseal connection and the patient was bleeding. Patient called atc charge nurse and was instructed not clamp port-a-cath, do not reconnect tubing and come to md (B)(6). Port-a-cath was reaccessed. On call md informed and new bag was reconstituted with the same remaining volume that was stated in the cadd memory bank of 104.1 ml."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified bd optima had a loose connector during use. The following was reported by the initial reporter: "it was reported that cadd pump tubing got disconnected from the phaseal connection and the patient was bleeding.   Verbatim: cadd pump tubing got disconnected from the phaseal connection and the patient was bleeding. Patient called atc charge nurse and was instructed not clamp port-a-cath, do not reconnect tubing and come to (B)(6) . Port-a-cath was reaccessed. On call md informed and new bag was reconstituted with the same remaining volume that was stated in the cadd memory bank of 104.1 ml."